Manufacturer narrative:
Visual inspections & results: desufflation lever condition and sleeve condition, conforming; inner gasket condition, missing; outer gasket condition, nonconforming; and stopcock condition, open. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the visual inspection it was confirmed that the inner gasket had separated from the sleeve. No conclusion could be reached as to how this occurred. The inner gasket was not received for analysis. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the silicone ring of the gasket fell into the pt. The gasket was retrieved. There was no pt consequence.